Event description:
The device leaked at the "y" connector.

Manufacturer narrative:
Visual examination of the sample found a void in the joint at the downstream line of the "y" connector. The unit was leak tested per jjpi test methods, and a leak was detected at the juction between the adapter tube assembly and the "y" connector. The unit was also pull tested per jjpi test methods, and exhibited a tensile strength well beyond the passing minimum force. The root cause of leakage could not be determined. At this time, jjpi considers this file to be closed.